Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer's architect i2000sr analyzer generated error code 5900 and the microparticle dispersion carousel was making noise. A burning odor was observed coming from the back of the analyzer. An abbott field service engineer determined the issue was caused by a burned power connector for the dispersion motor. A replacement motor and cable was ordered. No fire, smoke or injury was reported. Null.

Manufacturer narrative:
The field service representative (fsr) determined the issue was caused by a burned power connector for the dispersion motor. The fsr replaced the motor, dispersion carousel and the dispersion motor cable which resolved the issue. A review of the analyzer¿s service history was performed and found no contributing factors on or around the date of the event. There were no subsequent reports of smoking from burned power connector and/or dispersion motor after they were replaced. A product labeling review found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for replacing the power connector and the dispersion motor. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards and adequate protection is provided for the operator against spread of fire from the equipment. The damage to the power connector and the dispersion motor was limited to the two parts and did not include other components within the analyzer. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. No product deficiency was identified.